Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported that the foot was positioned and the part that holds the foot in place failed; the foot was not stabilized. A backup was not available so they taped the positioner to finish. There was a ten minute procedural delay with no reported patient injuries or complications.

Manufacturer narrative:
One refurbished spider2 unit was received on 09/21/2015, along with the accompanying footswitch pedal, battery and battery charger. The unit was confirmed to be serial no. (B)(4). The customer was contacted for further information and it was specified that the distal quick connect, which was attached to a spider leg accessory, failed to stabilize. Upon visual inspection, no damages were found to the unit. The unit was then subjected to a 30-lb suspension load test, which functionally verifies that the unit is capable of maintaining a 30-lb load in a fully extended worse-case condition for duration of two minutes. The unit was functionally acceptable; however, upon closer examination it was determined that the thread locker used to assemble the distal quick connect to the distal ball was broken. This allowed the distal quick connect to exhibit unintended, but limited rotational movement, which is most likely what occured at the time of the failure mode. Although this unit has been used in the field for approximately 4 years, it is speculated that there was not enough thread locker used when the unit was manufactured in (B)(4). Historically speaking, there are no trending data pertaining to this failure mode. No further investigation is warranted at this time. However, we will continue monitoring post-surveillance data for any similar failure occurrences. Usage of the device - reuse. (B)(4).